Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-21786. It was reported the drg system was not providing adequate pain relief for the patient. Reportedly, the patient was in a serious automobile accident and at some point the patient had lost stimulation therapy coverage from the drg system. A system diagnostics showed one lead to be fine, but the second lead had high impedance on multiple contacts. X-rays were taken, but were not clear, the lead appeared to be in the proper position. Surgical intervention was taken and the patient's right drg lead was replaced. Stimulation therapy was confirmed postoperatively.